Event description:
It was reported by the rep that the(1) 512sd was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the safety shiled would not engage. It was not reported how the case was completed. There was no pt consequence.